Event description:
It was reported that a patient underwent a hiatal hernia repair in (B)(6) of 2013 and absorbable straps were used. The stomach was situated above the diaphragm. The surgeon closed the gap with the absorbable straps. During the closure, the pericardium was damaged which was not noted at that time. Three days postoperative complications occurred and the patient died. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: as labeled in the contraindication section of the IFU, "this device should not be used in tissues that have a direct anatomic relationship to major vascular structures. This would include the deployment of fasteners in the diaphragm in the vicinity of the pericardium, aorta, or inferior vena cava during diaphragmatic hernia repair."